Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 04/11/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveals that the plunger rod was partially advanced. A lens was stuck in the cartridge and the cartridge tip was damaged which is consistent with damage that occurs during shipping. Viscoelastic was not observed to be evenly distributed through the length of the cartridge. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected, presenting with no issues. The plunger rod was inspected, presenting with no issues. The lens could not be removed for evaluation. Conclusion: the complaint issue "device advancement issue" and "lens damaged" were not identified during product evaluation. The observed "stuck in cartridge" is similar to the reported complaint issue "device advancement issue" (complaint coding may have been the result of the customer being unfamiliar with coding definitions per amo-04-d024). However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the account that the plunger of the preloaded intraocular lens (iol) did not engage appropriately. They were afraid the lens would have been damaged by the action therefore the lens was discarded and a new lens was pulled. There was no patient contact. From additional information it was learned that the plunger did not engage appropriately. No other information is available.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted the device was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.